Manufacturer narrative:
Coopersurgical, inc. Is currenlty investigating the reported conditon.

Event description:
No power on main unit. Evacuator powers up, no power on display. Complaint verified - replaced fuse and diaphragm. Repair order 98031 1216677-2022-00116 leep system 1000 esu gen 52969 e-complaint-(B)(4).

Event description:
No power on main unit. Evacuator powers up, no power on display. Complaint verified - replaced fuse and diaphragm. Repair order 98031. 1216677-2022-00116-1 leep system 1000 esu gen 52969 (B)(4).

Manufacturer narrative:
Investigation: review DHR: inspect returned samples. *analysis and findings: complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 03/22/2013 under wo #138803 and shipped on 04/15/2013. Manufacturing record review: DHR 138803 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Although not damaged, the power chord plastic nut was found loose. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Fuse 2 was found to be in an open condition and c16 & c17 were also not functioning. Root cause: the fuse blew as a result of c16 and c17 failed. The loss of the fuse prevented power to flow to the unit matching the problem description. Further information the c16 and c17 failing is not available, hence a definitive root cause is no determined. Pertaining to the diaphragm: this unit was also noted to have the original diaphragm and updated accordingly. Previous issues with the diaphragm requires all units noted to have an original diaphragm will be updated whether they are faulty or not. The issue was due to a latex material degrading over time. A new material, silicone, was selected to replace it as it is not prone to losing its sealing function as did the latex version. A seal is needed for the pneumatic switch to turn on the power. Corrective actions. Capacitors c16 & c17 were replaced as well as the fuse. In addition, the units diaphragm was updated to the latest material. Once complete the unit functioned to specifications. Pertaining to the replacement of the diaphragm: sustaining engineering has successfully tested a replacement material made of silicone for use in assembly and repairs going forward, eng-test-10341-r. The IFU was also updated to add a safety check via ecn-20444, p/n 35387b. A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. Correction activity in 2016. No further training required. *was the complaint confirmed? Yes.